Manufacturer narrative:
This event was identified in a literature review. Follow up with the corresponding author was performed to confirm if galil products were used in the reported procedures. Per the author, it is likely that the two cases with adverse events occurred with galil technology, but were not associated with device malfunctions. This MDR is being reported as serious injury due to the physical therapy required to treat the neuropraxia complications. Potential risk of inadvertent nerve injury is a known risk associated with cryoablation and documented in the product labeling. The device was not returned and there were no device malfunctions reported in the article.

Event description:
This complaint is derived from a literature article publicized in journal of surgical oncology 2019 titled "percutaneous cryoablation for the treatment of extra abdominal desmoid tumors." Cryoablation with CT and ultrasound guidance was performed using one or more cryoprobes in 30 total procedures on 23 patients between 2014 and 2018. Standard ablation protocol consisted of two consecutive cycles using a 10 minute freeze followed by a 5 minute passive thaw. Lesions were located in the abdominal wall (rectus abdominis), superficial soft tissue and deep musculature of the chest wall, shoulder girdle, upper extremity, hip girdle, lower extremity, and head and neck. The article reported that two procedures (6.7%, 2 of 30) resulted in major complications, both significant neuropraxia. One patient experienced deltoid weakness after ablation of a neck lesion that resolved after 6 months. A second patient experienced a foot drop from sciatic nerve injury with a near total resolution at 9 months. It should be noted that desmoid tumors are off-label in the us.